Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient is experiencing pain at the ipg pocket site. Reportedly, patient was prescribed injections for pocket pain which gave him relief only temporarily. As a result, surgical intervention may be undertaken to address the issue.